Manufacturer narrative:
(B)(4). Evaluation, results and conclusion: (aortic neck with angulation and calcification; very tortuous iliacs).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown size. The aortic neck was 3 cm long with 45 degree angulation. The left iliac artery was very tortuous. It was reported that after the endurant bifurcated stent graft was deployed via the right side, the bottom of the spindle was catching on one of the suprarenal stents and was pulling the crown inwards during the removal of the delivery system. None of the bare springs were caught on each other. Attempts to remove the delivery system included excessive manipulation of twisting, torquing, and rotating the device. Finally, the delivery system was pulled very hard, until the bare spring was bent inward, and the delivery system was able to be removed. The bare spring then returned outward and was appose to the aortic neck. The stent graft did not move during the delivery system removal. No clinical sequelae were reported, and the patient is fine. An internal review of pre-operative films show a proximal aortic neck angulated approximately 50 degrees with some calcification. There is thrombus within the aneurysm, and the iliacs are very tortuous. The cause of the removal difficulties could not be determined.